Event description:
The facility reported a pump that cannot select channel a. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "cannot select channel a" was confirmed. Inspection of the pump revealed the "cannot select channel a" was caused by a cut inside keypad on channel a. The keypad was replaced in channel a on the pump to correct this condition.